Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the light guide post was detached. The inspection also noted broken lens and debris particles inside the optical system and minor scratches on the eyepiece funnel. The cause of the broken off light guide post is unknown; however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus sales representative was informed that the customer oes elite, autoclavable rigid telescope ¿light post broke off where serial number of the telescope is ¿ in the connection part¿. The customer reported event was found at preparation for use. No death or injury and no impact to patient or other has been reported to olympus.